Event description:
This report addresses patient infection. Due to system limitations, patient infection is also addressed in related complaints (B)(4). The defective screws are addressed in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review was conducted. Part: 404.824s , lot: l276968 , manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 24. Jan.2017, expiry date: 01. Jan. 2027 . The sterilization history record shows that this lot of (B)(4) pieces was processed through the normal sterilization and inspection operations with no nonconformities noted. The irradiation certificate does certify that all readings are within the specified range. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Patient¿s height reported as 175 cms. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID & dob not provided for reporting. Patient height reported as 175.00 kgs. Date of event is unknown. Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgery was performed on (B)(6) 2018 on a closed fracture of the tibia's diaphysis by a reduction and an osteosynthesis with tibial and fibular plates. A removal of the osteosynthesis material and a placement of an external fixer were necessary because of infection and scar flow. The surgery took place on (B)(6) 2018 to remove the titanium plates, the surgeon had to cut them because of a defective screw thread on the 2 screws. Patient was treated with an anti-biotherapy for an osteo-articular infection, the patients's condition was stable after the surgery and there were no clinical consequences aside from a 2-hour delay. This complaint involves (9) device. This report is 2 of 9 for (B)(4).